Manufacturer narrative:
Corrosion was observed on the batteries, chassis, pcb and mechanism rail, resulting in low batteries and data loss. Because data was unavailable, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak is confirmed as the cause of the internal corrosion and data loss. It could not be determined if there is any link between the cannula tear and the reported alarm. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a pod alarm which prompted removal of the pod. No change in blood glucose values was reported. Analysis of the device confirmed a tear on the internal portion of the soft cannula, resulting in a fluid leak. The observed internal cannula tear and subsequent fluid leak are confirmed as the cause of internal corrosion and data loss. The device was originally reported for pod hazard alarm/alert/advisory - during operation.